Event description:
The complainant reported that a physician was using the device to perform a bronchoscopy on a patient. When the physician opened the forceps there was a snap and the internal channel broke away from the cup which controls the opening and closing of the device. The physician used a different type of forceps to complete the procedure. The complainant indicated that there was no adverse effect on the patient as a result of the reported malfunction.

Manufacturer narrative:
Information supplied in section f was completed by the manufacturer based on information obtained from the user facility. Any information not included in this secton or any other section was na at the time of submission of this medwatch report to the FDA. User facility was unable to supply the correct number of the device used, consequentlhy, the manufacture date of the device is unknown. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine if the device met specification. Should further relevant details become availablel; a supplemental medwatch report will be filed under the appropriate sequence number. We are unable to determine the relationship between this device and the cause for this event at this time. Our directions for use outline appropriate placement, accews and maintenance procedures. Bsc reference #a00026008/tw142177 date filed: 06/22/2006